Event description:
The female luer and a male fitting came off during a left ventriculogram procedure. The female port of the tubing is not smooth. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The device was examined visually. The luer had deformation similar to what is seen on luers that have been cross-threaded. The female luer was inspected and found to be within specifications, although the lead thread is damaged. Complaint is confirmed for damaged female luer. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found no similar complaints for this lot number. The root cause of the failure is attributed to user handling. Device history record was reviewed, complaint database was reviewed.